Event description:
According to the event description "module is not giving out video output". There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: the most probable root cause is a component failure (fpga defect. A product improvement project is started. The conducted investigations did not reveal a root cause related to the labelling or device history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The IFU lza705_en_v4.3_IFU_ce-MDR contains the following notes on page 10 and 31: 3.8 failure of products: the product may fail during use. Perform an equipment test before use, see chapter preparation [p. 31]. If the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. Have a replacement system ready for each application. 5.2 inspecting the product: check the product and the camera head or videoendoscope for external damage. Ensure that the camera head cable or videoendoscope cable is not damaged or kinked. Point the camera head or the videoendoscope toward an object to check the display quality on the monitor. When using 3d videoendoscopes, check to make sure the monitor's display is correct. Be sure to use the correct polarized eyewear for the monitor. The event is filed under internal karl storz complaint ID: (B)(4).